Event description:
It was reported that the pump kept requesting a minimum of (B)(6) units to continue with the load process. There was no impact to the customer's blood glucose level. Customer successfully loaded a new cartridge and had no more issues.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.